Event description:
After connecting lead to pacer, sensing numbers and threshold numbers were different versus measurements with psa. Decided to move lead. Multiple repositioning locations resulted in continuously poor measurements. Dr. Han decided to use a different lead and a longer lead for a different position in the right ventricle. After examining the lead it was determined there was tissue in the helix of the lead causing fixation issues and poor measurements. Patient was stable during and after procedure. No adverse effects.

Manufacturer narrative:
The reported events of failure to capture and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.